Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient presented to the emergency room a couple weeks later with a heart rate of 30 beats per minute. Fluoroscopic evaluation found another manufacturer's right ventricular (rv) lead was not fully inserted in the connector block. An invasive procedure was performed and the lead was secured in the header. No additional adverse patient effects were reported.

Manufacturer narrative:
The patient will be brought into clinic for further evaluation at a later date. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced dizziness. It was reported the patient is pacer dependent and stored episodes were recorded with pacing inhibition. Review of the episodes found possible oversensing of the minute ventilation signal. It was reported the patient also experienced a syncopal event, however no episodes were stored at that time. Right ventricular (rv) sensitivity was reprogrammed and the device was set to doo at 80 beats per minute. No additional adverse patient effects were reported.